Event description:
The service repair tech reported that during routine testing of the device at the service ctr, the central control monitor (ccm) locked up when dual in-line memory module (dimm) memory on single board computer (sbc) board was flexed. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the quality assurance tech. During functional testing the dual in-line memory module (dimm) was manually agitated and duplicating the central control monitor (ccm) locking up. The contacts had a minor amount of contamination which was cleaned. The dimm operated appropriately and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.